Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. Battery performance alert detected on 04 mar 2024. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. If device is on advisory, include: the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Additional information received indicated the patient contracted an unspecified infection, and the explant procedure was postponed until it cleared.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.